Event description:
Procedure type: according to the reporter: instrument was used for set of the sigma. Instrument could be operated properly. Release as usual. Clip seam row of egia intra-operative absolute constant and o.k. Two days post op patient got a massive insufficience. Re-operation necessary. Distal re-resection and colostoma made. Patient is still on intensive care with massive peritonitis. At re-operation one third of the anastomosis was completely open and clips lied confused mixed. According surgeon it could not be recognized which clip seam row was open: the circular row (made with a magazine from a competitor) and/or the row made with our egia. Re-operation necessary, no blood loss, no extension of incision, no change of op, no loss or damage to tissue, clips had to be removed during re-operation. No reinforcement material used. Patient is ok.

Manufacturer narrative:
(B)(4).